Event description:
Left hip replacement on 9/4/97 readmitted 9/19/97 with dislocation of the prosthesis. This was reduced the same day. 10/6/97 dislocated left hip again with dislocation of the acetabular cup which was reduced from posterior position - no concentricity in acetabulum surgery became necessary. New polyethyline liner placed along with replaced femur head.